Manufacturer narrative:
The device was returned for evaluation. Visual inspection found a cloudy iol. The investigation of this event is in progress and a follow-up will be submitted upon completion of investigation.

Event description:
Reportedly, a yytrium aluminum garnet (yag) laser capsulotomy was performed. Additional information has been requested of the reporter, but not yet received.

Manufacturer narrative:
Analysis of the returned device was completed using optical inspection, laser confocal microscopy, scanning electron microscopy, and electron dispersive x-ray spectroscopy. It was determined that the opacification was due to the presence of round deposits on the bulk lens material comprised primarily of calcium and phosphorous. Additionally, damage in the form of craters and cracks were observed on the posterior side of the lens, which is likely laser damage due to the yag laser treatment patient had in the past. Results of the analysis can best be described as opacification due to calcification. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The cause of calcification is multifactorial. The underlying pathogenic mechanisms of delayed postoperative calcification remains unknown and a broad spectrum of biological, pharmacological, technological, and/or certain topical environmental factors may be involved. Based on the available information the most probable root cause of this event is a known procedure complication.

Manufacturer narrative:
The lens was not returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of the reported event could not be conclusively determined.

Event description:
Reportedly, an intraocular lens (iol) was removed from the right eye approximately 12 years post implant due to blurred vision and alleged opacification. The lens was replaced with another lens of a different model and diopter and an anterior vitrectomy was performed. The patient¿s outcome is reportedly good.